Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the helix housing and in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was reported as an attempted implant. Helix was unable to be re-extended when the physician attempted to reposition the lead for a more optimal position. Physician did not follow the sales personnel recommendation of 1 rotation per second when extending the lead helix. Lead was therefore removed and replaced prior to pocket closure. No adverse patient effects were reported.